Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room for low blood glucose. The customer stated that her blood glucose meter was reading more than 300mg/dl. Then, the customer treated with a bolus and her glucose level dropped to more 20mg/dl. The customer stated that when she woke up, the emergency technician had treated her and the glucose level rose to 40mg/dl. No further information was provided.